Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On march 23, 2020, it was initially reported to gynesonics that a patient treated with the sonata system was re-admitted in the hospital for reintervention: hysteroscopic myomectomy (includes morcellation). Treated with sonata: (B)(6) 2018 fibroid treated: figo type 3, intramural. Re-intervention for hmb surgery date: (B)(6) 2019, 382 days post-sonata. Sae submitted by pi: strong vaginal bleeding, esmya and pill in long cycle don't help now 2 myomas submucös, probably dislocated into the cavity after sonata - hysteroscopy resection. Sae start date (B)(6) 2018, end date (B)(6) 2019 with treatment: operative hysteroscopy with resection of the myomas.